Manufacturer narrative:
Based on the available information, this event is deemed a serious injury, because surgical removal - sharp debridement - may be necessary to remove the object to allow healing. Use of the product was discontinued, saline flushing and suctioning undertaken to remove as much of the aquacel as possible and treatment changed to amd gauze and tnp. Additional information received indicates that the product lot number was not available. Based on the review, there were no further cases registered for this complaint issue with this product icc number within the previous 12 months. Twelve months of complaint history data was reviewed for this product icc code. Initial medical investigation of this case has begun. We are requesting further details about the incident/ issue. No additional event/ patient details have been received to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
Nurse reported that an aquacel 10x10 cm sheet had been used as packing in a 2 day post operative abdominal hysterectomy site. It is unclear from the information provided, whether the wound was a cavity. The issue reported was that the dressing had only been in place for 1-2 days but had "formed a sludge type consistency" not easily removed with forceps or gloved fingers, therefore, the nurse needed to irrigate the wound copiously with saline and suction debris and dressing from wound. It is reported that this procedure failed to remove all residue of dressing as it had stuck to the wound bed tissue despite the wound being wet.